Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017, that on (B)(6) 2017, a pairing failure between the transmitter and smart device occurred. No additional patient or event information is available. Data was provided for evaluation. Data investigation confirmed a pairing failure due to a failed transmitter error. The root cause of the pairing failure was determined to be a failed transmitter error. The reported issue of pairing failure is reportable based on the finding of loss of a transmitter failure.

Manufacturer narrative:
(B)(4). B5: describe event or problem - additional d10: device availability- additional h2: additional information/device evaluation h3: device evaluated by manufacturer - additional h6: event problem and evaluation codes - additional.

Event description:
The complaint transmitter device was returned for evaluation. The device was visually inspected and no defect was found. A voltage test was performed and it failed. Previously, data was provided for evaluation. The reported event of pairing failed was confirmed via data. The root cause was determined to be a fatal transmitter error.

Manufacturer narrative:
(B)(4). This supplemental MDR with follow-up #01 is being submitted to correct the g7 type of report follow-up number, which was previously submitted as follow-up #02 on tue apr 10 21:18:20 edt 2018 with 3004753838-2018-2130. The ack3 was received on tue apr 10 21:18:20 edt 2018 with coreid: (B)(4).

Event description:
This supplemental MDR with follow-up #01 is being submitted to correct the g7 type of report follow-up number, which was previously submitted as follow-up #02.